Manufacturer narrative:
The technician isolated the issue to the right side casters and the steer casters. He replaced the casters to repair the bed.

Event description:
Information received indicates the brake pedal pops out when the brake is set and the bed is bumped.